Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Date of event is unknown. Implant date is unknown. Explant date is unknown. (B)(4) lot number unknown complainant part is not expected to be returned for manufacturer review/investigation. Medical product: vs106.0xx and vs105.0xx (part/lot numbers: unknown, quantity: 10). Therapy date: unknown. Device is a veterinary product. No patient information will be reported. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) male neutered yorkshire terrier (B)(6) had a femoral fracture. Fracture repair done on (B)(6) 2017, where 12-hole lcp plate (that was cut to 10-hole) with a combination of locking and non-locking screws (no empty holes) were implanted and 0.5cc of orthomix allograft was used at the fracture site. Implant failure documented on (B)(6) 2017, after a one week history of non-weight bearing lameness in his left hind limb due to failure of fracture repair. The plate broke through the 4th screw hole that did have a screw. Unfortunately, the canine had to be amputated since the owners couldn¿t afford a revision and there was no concern about infection in any of them. X-rays were taken and provided. Concomitant device reported: unknown combination of screws - vs106.0xx and vs105.0xx (part/lot numbers: unknown, quantity: 10). This is report 1 of 1 for (B)(4).